Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an upstream sensor alarm went off. The patient had the pump disconnected. She only received 57 milliliters of 138 milliliters to be infused. There was no patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.